Event description:
It was reported that the patient was seen for routine reprogramming and stated a change in coverage "for the past several months". It was noted that the patient's job required a lot of bending and lifting. Impedances had measured >3,600 ohms on 5 of 8 contacts. Reprogramming was able to achieve coverage for some of the chronic pain area. On (B)(6) 2011 the patient stated he had lost coverage entirely. On (B)(6) 2011 impedances were >3,600 ohms on all 8 electrodes. The lead was explanted and replaced, and the patient was receiving coverage in the desired pain area.

Manufacturer narrative:
(B)(4). Analysis of the lead model 3777 (lot# v030742025) found the conductor wires broken 21.7cm from the proximal end. The distal and proximal ends were intact and undamaged. The outer insulation was noted to be cut and/or breached. All circuits were open. Analysis of the boot found no anomaly.